Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 4 months of a 26 mm sapien 3 valve in the native aortic valve via transfemoral approach, the valve failed. At this, the failure mode is unknown. The patient is being evaluated for a valve in valve with no surgery date.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 clinical code, device code, investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on medical record. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, approximately 3 years and 4 months of a 26 mm sapien 3 valve in the native aortic valve via transfemoral approach, the valve failed. The valve in valve procedure was successfully performed. Based on medical records review, the valve failed due to stenosis and central regurgitation.'' Stenosis: per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis may also be a manifestation of structural valve deterioration (svd), including failure modes such as calcification, leaflet thickening, leaflet tear, leaflet disruption, or leaflet retraction. In this case, patient had presence of a ''flail'' thv leaflet, suggestive of leaflet wear, with degeneration or endocarditis being potentially implicated per medical report. However, due to insufficient information, a definitive root cause was unable to be determined at this time. Central regurgitation: per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops over time can be due to patient related factors and/or structural valve deterioration. In this case, patient had stenosis, which can lead to regurgitation. In addition, it is likely that the abnormal leaflet impacted valve coaptation by preventing the leaflets from properly closing, and thus, resulted in central regurgitation. As such, available information suggests that patient factors (stenosis, abnormal leaflet) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.